Event description:
The patient presented with a history of hydrocephalus and had a posterior fossa shunt placed in 2001. Patient presents at this time with headaches and gait disturbance for 3 days along with nausea and vomiting. The patient was taken to surgery for shunt revision in 2002. During the procedure it was noted that the proximal end was occluded. The shunt was therefore replaced.